Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that they were having issue with the screw of the insulin pen. Customer stated they primed multiple times and continuously get empty clicks resulting in inaccurate dosing. No harm requiring medical intervention was reported. It is unknown if the insulin pen will be returned for analysis.